Manufacturer narrative:
The local area sales representative was contacted for additional information regarding clinical observations of this rv lead which led to it being surgically abandoned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown reason. Other than the surgical procedure, no additional adverse patient effects were reported.